Manufacturer narrative:
The patient sample was run in a micro sample cup, but the customer indicated there were no bubbles or clots in the sample. The serum indexes for the sample were low, indicating no interferences. Bec customer technical support (cts) provided absorbance vs time plots for the incorrect results that, per chemistry development, are consistent with no sample added to the reaction. The customer provided quality control (qc) printouts from prior to and after the incident that are within specifications. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. Customer indicated that the level sensing issue could be attributed with the cc sample probe. The customer observed slight irregular suction sounds emanating from cc sample wash collar/probe area during priming function. The fse replaced the cc sample probe and associated wash collar. The fse verified system performance. The customer also ran a successful qc panel, which confirmed that the issue was resolved. Failure mode is hardware; service replaced several cartridge chemistry sample handling components, which has resolved the issue.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 synchron chemistry analyzer generated low total bilirubin (tbil) and direct bilirubin (dbil) patient results on one (1) neonatal patient sample. Upon rerunning the sample the following day, the results were higher. The erroneously low results were reported out of the laboratory, but were questioned by the physician and an amended report was issued. The customer also reported level sense failures on the chemistry cartridge (cc) side of the instrument. The customer did not provide any patient demographics (age, date of birth, gender, or weight) for this event. There was no report of patient injury or impact to patient treatment attributed to this event.